Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. It was reported that the patient was charging the implant 4 days ago and the implant felt hot around the area and on the implant itself. Patient reported 2 days ago they checked the implant battery level and it was at 50%, then last night the implant battery level was red, they went to charge implant and the implant showed 60% charge when it should be red. They charged up the implant to 100% and it went down to 90%, this morning implant is at 80% and therapy was on all night and all the time. Patient stated there is a discrepancy with the implant being red and went up to 60% once they started charging. Patient services (ps) asked patient to connect controller to implant and controller showed controller 90% and ins 80%. Ps asked patient to start a charging session and controller showed excellent recharging quality, and controller 80% and ins 100%. Ps confirmed patient did not have fall or trauma. Ps reviewed the external devices seem to be functioning as designed. Ps recommend patient monitor the implant charging and consult with his he althcare provider if the issue continue.